Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keys on there insulin pump was not working. The customer¿s blood glucose was unknown at the time of incident. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. Customer states pressing menu button did not take them to the menu screen. Customer stated that using the up and down arrow did not allow them to navigate screens. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with all buttons responding properly. The device passed the self test and the displacement test. No damage or moisture damage on keypad assembly and no unlocked electrical board 1 keypad connector noted during visual inspection.